Manufacturer narrative:
(B)(4). It was reported that a (B)(6) male patient underwent an ablation procedure for idiopathic ventricular tachycardia with a thermocool smarttouch uni-directional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected, and was found in good condition. Per the reported event, the catheter was tested for electrical performance, temperature response and generator compatibility, and it was found within specifications. A deflection test was performed, which the catheter passed. The catheter was evaluated for eeprom, and the sensor functionality was tested on a carto 3 system. The catheter was recognized by the carto 3 system with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The force feature was evaluated and passed. Finally, an irrigation test was performed, which the catheter passed. No occlusion was observed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use state that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for idiopathic ventricular tachycardia with a thermocool smarttouch uni-directional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. During mapping phase, an external cardioversion was performed. Patient became hypotensive and a tamponade was observed. Pericardiocentesis yielded 500cc. Remainder of procedure was aborted. Patient was transferred for observation in a care unit. Patient required extended hospitalization as a result of this adverse event. Patient recovered. Cardiovascular history includes ventricular tachycardia. There were no other factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to the location of the ablation catheter during cardioversion. Physician indicated that this sometimes occurs when catheters are in the body at the time of cardioversion. No transseptal puncture was performed. Generator settings were not reported, as no ablation was being performed when the adverse event occurred. There was no ablation performed at the site of injury. Force values were not noted during cardioversion. Patient received anticoagulant during the procedure with activated clotting time maintained between 300-350 seconds. No error messages presented on any biosense webster equipment during the procedure.

Manufacturer narrative:
On 3/6/2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).